Event description:
Adverse event: this complaint is to investigate the iliac dissection found after sheath removal during a transfemoral tavr case. Per the css report, a cutdown was performed by the thoracic surgeon. A 14 french sheath was inserted and a bav was performed using a 23mm x 4 mm numed nucleus balloon during rapid ventricular pacing at 180 bpm. During the first two attempts, the balloon slid aortic, likely due to insufficient reduction in the cardiac output during pacing. Pacer was increased to 220 bpm to achieve adequate reduction in pulse pressure and balloon sat in a stable position. No indentations were observed in the balloon in the area of the mitral prosthesis so it was felt that it would be safe to proceed with valve deployment. A 23mm sapien valve was prepped on the rf3 system while the physicians performed serial dilation on the right femoral/iliac artery. The 22f edwards sheath was then inserted without difficulty. The rf3 system was inserted and traversed the aortic arch without difficulty. The team was then focusing on the relationship of the mitral prosthesis with the aortic valve and failed to pull back the flex catheter prior to valve deployment. They partially deployed the valve and it slipped ventricular. They were then able to pull the valve back across the aortic annulus and deployed it in a stable position in the descending aorta. The patient remained hemodynamically stable and a second valve was prepped on a second rf3 system. The rf3 system was inserted and tracked easily around the aortic arch. The valve was positioned in the aortic annulus, the flex catheter pulled back and then final positioning performed. The valve slid slightly ventricular during deployment and was noted to have significant central insufficiency on tee and fluoroscopy. A third valve was prepped on a third rf3 system, inserted and positioned in the aortic annulus in a more aortic position. The valve was deployed and was assessed to have no central or paravalvular insufficiency. The coronaries were assessed and confirmed to have not been compromised. Upon sheath removal, a dissection was noted in the iliac just above the bifurcation of the external and internal iliac arteries. A stent was inserted and brisk flow was noted on angiography. Cutdown was closed by the thoracic surgeon. The patient left the room in a stable condition and was noted to be awake and alert that evening.

Manufacturer narrative:
Per the device instructions for use (IFU), vascular complications are potential adverse events associated with the transcatheter aortic valve replacement (tavr) procedure and use of the transcatheter avr devices. There are several factors that can contribute to vascular complications including patient anatomy, vessel characteristics, and procedural factors. The exact cause for the reported vascular complication in this case cannot be confirmed; however, there was no report of a device malfunction. Per the physician's training guide for patient screening the transfemoral approach with the retroflex 3, 23mm system is recommended for patients with iliac and femoral artery diameters = 7.0 mm. The access vessel diameter was reported as 6.6 mm, under the recommended vessel diameter; the access vessel calcification was mild and it was not considered to be tortuous. Vessel characteristics were likely a contributing factor to the reported vessel injury. No additional actions are required at this time.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This is 1 of 3 manufacturing reports being submitted for this event. Please reference manufacturer reports number 2015691-2012-16883 and 2015691-2012-16884. The following fields have been corrected: the correct device lot number is 59101717 with expiration date: 07/26/2013. The device manufacture date is 08/12/2011.